Manufacturer narrative:
The reported oad and guide wire were received for analysis. No damage was observed on the guide wire or oad that would have contributed to the reported event. A guide wire passed through the oad driveshaft and handle assembly with no resistance. The oad was functionally tested and functioned as intended. At the conclusion of the device analysis, the reported perforation and dissection were unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat the target lesion. The, 95% stenosed, moderately calcified lesion was located in an area of the proximal circumflex artery that was moderately tortuous and 3.5 to 3.0mm in diameter. The lesion was initially crossed with a non-csi guide wire, and the lesion was treated with balloon angioplasty at 16 atm. An attempt was made to deliver a stent, however, the stent was unable to cross the lesion. The physician then decided to treat with the csi oad. The oad was advanced to the lesion. Glide assist was used to move the oad crown to the distal side of the lesion. Two treatment passes were performed on low speed, and one treatment pass was performed on high speed, all in a distal-to-proximal direction. The oad was removed, and imaging showed timi 3 flow with no dissections nor perforations. Balloon angioplasty was performed at 16 atm, however, a stent would still not cross distal to the lesion area. A balloon also could not be advanced distal to the lesion. The physician elected to use the oad distal to the area previously treated. One treatment pass was performed on low speed, and one treatment pass was performed on high speed. The device was removed, the wire was pulled back, and a large dissection and perforation was observed. The vessel was rewired with a non-csi guide wire, but there was no confidence the wire was located in the true lumen. Balloon angioplasty was performed, and slight improvement was seen on imaging. No sign of extravasation was observed on an echocardiogram. The dissection and perforation were determined to be contained, and the procedure was completed. The patient was stable throughout the procedure with no EKG or hemodynamic changes. The patient was transferred to the intensive care unit and remained stable. The patient was discharged on (B)(6) 2020 and was doing very well.